Event description:
It was reported that the ri-2 had a 102 over-temperature error. The site opted not to use the device further and threw the disposable away. The patient ultimately passed away but the death was not attributed to the device.

Manufacturer narrative:
The internal complaint file # cmp- (B)(4) has been logged for this incident for traceability.the rapid infuser was returned to belmont for investigation on (B)(6) 2022. The ri-2 reported 102 over-temperature alarm. When the rapid infuser detects a situation that is compromising effective infusing, the system stops pumping and heating, closes off the line to the patient, sounds an audible alarm, and displays an alarm message with instructions for corrective measure. In the event of an "over temperature" alarm, the rapid infuser exhibits the following alarm message: "infusate over temperature. Discard disposable and blood. Restart system with a new disposable. Service machine if error persists." The operator's manual also provides possible conditions and additional recommended operator actions. No patient injury was attributed to the ri-2. Extensive testing was conducted on the ri-2 and the unit passed all tests, we were unable to confirm the complaint that the unit exhibited an "over temperature" alarm. It was noted that the ri-2 was functioning properly.without knowledge of the infusates used during the case or the ability to evaluate the device, we are unable to definitively discern the root cause of the problem. Known contraindicated products such as pharmaceuticals, calcium, and platelets should not be used, as they can compromise the anticoagulants in citrated blood and promote clotting, which can lead to clot formation inside the heat exchanger and block blood flow. If this occurs, the stainless steel rings inside the heat exchanger will become overheated and cause an over temperature / overheating issue. The manufacturing records for this serial number were reviewed and no anomalies were identified.there has been no allegation that the ri-2 directly contributed to the patient death.should the additional information become available, a follow-up report will be provided.